Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was under delivering. The customer blood glucose level was 212 mg/dl at the time of incident and the other blood glucose value was 313 mg/dl and 346 mg/dl. Customer was in hospital for other health issues. The customer stated that the symptoms related to high blood glucose such as nausea and thirsty. The customer was treated with insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer also stated that sensor insertion site had blood and they did not receive medical treatment as a result of the site issue. Customer declined to troubleshoot for the high blood glucose value. The device will not be returned for analysis.